Manufacturer narrative:
In use at the time of the event: cgm model: g7 mobile os: ios / ios_iphone 11 pro max / 2.5.2 / ios_17.3.1.

Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, with no events occurred prior to the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection, and did not require assistance from a third-party. The customer reverted to an alternate method of insulin therapy.